Event description:
The customer reported the system failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the frame grabber memory and reloaded system software. System operates as intended.